Event description:
Reporter indicated a vns pt is "having a migration issue of the generator." The pt is searching for a surgeon to do a revision to re-suture the device in place. Good faith attempts to obtain additional info have been unsuccessful to date.